Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the reported event cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical adverse event received for osteolysis/luciencies/migration/loosening - femoral event is serious and is considered severe event is definitely related to device and is definitely related to procedure. Primary operative notes (B)(6) 2013 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2017 indicate the patient received a right total knee revision due to osteolysis, effusion and pain. Upon entering the joint, the femoral component was noted to be grossly loose. The femoral, tibial and insert components revised. The surgery was completed without indication of complication by the surgeon. Date of implantation: (B)(6) 2013. Date of event (onset): (B)(6) 2016 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.